Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead was oversensing noise which caused the device to switch to automatic mode switch(ams). The lead was explanted and replaced. Patient was stable.